Event description:
On saturday (B)(6) 2014, at aprox 8:20am fresenius nurse was notified that pt (B)(6) and died while receiving crrt treatment. Treatment had commenced friday (B)(6) at aprox 5:35pm, 3 bags of dialysate were hung by fresenius nurse at start of treatment. Three more bags of dialysate were hung by ICU nurse monitoring pt during the night. When fresenius nurse tb went to disassemble nxstage machine she noted that all 3 dialysate bags hanging had not had interior seals broken the contents mixed.